Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset infusion set, with blood glucose rising overnight and reaching a reported peak of 352¿353 mg/dl; the user changed supplies and later administered a 20-unit subcutaneous insulin injection using a pen after being advised to consult a healthcare provider and to disconnect from the ilet if injecting manually. Symptoms included feeling sick and reduced appetite. Outcomes included elevated blood glucose outside target for several hours without hospitalization or professional medical intervention. Investigation included a review of use-related factors and agent follow-up for additional training. Investigation of this case revealed no confirmed device malfunction and identified a need for further user training. It was concluded that the hyperglycemic event had an unclear cause and that additional training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.